Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault was verified to be caused by a defective digital board. The digital board will be replaced to resolve the problem. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported issue.